Event description:
It was reported that a 6fr angio-seal sts was deployed in a patient following a stent placement in the coronary artery. The physician noted that a hematoma had begun forming when he was in the process of exchanging the guidewire and placing the angio-seal insertion sheath. He experienced difficuly placing the sheath into the artery, but proceeded to deploy the device. He questioned if possibly the insertion difficulty had been caused by plaque in the artery. There was bleeding from the site for one hour after deployment despite the use of a femostop. The patient underwent vascular surgery to remove the device and to repair the laceration of the common femoral artery. The surgical report stated that the angio-seal device had been pulled through the arterial wall, causing a lateral tear, and that the anchor was partially protruding from the arterial wall. The collagen and suture were positioned at the arteriotomy next to the anchor. There was no significant calcification or atheroma present, according to the the surgeon's report.